Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with no calcification and no tortuosity. The device was advanced to the lesion, but did not inflate. When the device was removed from the patient and inflated, a small hole was observed in the shaft proximal to the balloon. A non-abbott drug eluting stent was used to complete the procedure with a good final patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue and leak were confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.